Event description:
During safety check rounds with previous nurse noted that lipid bag was leaking at the point where the tubing meets the bag. Attempted to adjust to stop the leak appeared to stop, went to recheck patient 20 min later almost all the lipid contents leaked on the floor.